Event description:
After finishing the core portion of a vitrectomy procedure, the surgeon noticed traction on the peripheral vitreous causing a detachment. The tip of the cutter was found to have two holes instead of one. The peripheral detachments were repaired and the procedure was completed with no further problems.